Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a perforation occurred. A 2.1mm jetstream atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery. During the procedure, the patient had a perforation that was repaired by balloon tamponade. The patient's condition was unremarkable post procedure.